Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported that their device was explanted due fluid accumulation. Against left side. Subsequently, patient's representative reported capsular contracture - baker grade ii and a slight chronic inflammatory reaction. Device has been explanted. And replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, d4, d6b, g2, h6.

Event description:
Patient reported that left side device was explanted due fluid accumulation. Subsequently, patient's representative reported capsular contracture baker grade ii and a slight chronic inflammatory reaction. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported that their device was explanted due fluid accumulation. Device has been explanted. This is left side.